Event description:
The customer reported that while the unit was in use on a pt they were unable to trigger on the ECG waveform and the heart rate was low. The pt was switched to another unit and therapy was continued. No pt injury was reported.